Event description:
3 days post implant it was reported that the lead was not capturing therefore lead repositioned. One day later, pacing spikes seen after t-wave and they were unable to interrogate the device. Pt reported a burning sensation in the pocket every time the magnet was placed. Ipg replacement is recommended as well as a longer lead to accommodate pt's large build.

Event description:
Three days post implant, it was reported that the lead was not capturing, therefore lead repositioned. One day later, pacing spikes seen after t-wave and they were unable to interrogate the device. Pt reported a burning sensation in the pocket every time the magnet was placed. The ipg was replaced. No pt complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found. Other: days post implant it was reported that the lead was not capturing therefore lead repositioned. One day later, pacing spikes seen after t-wave and they were unable to interrogate the device. Pt reported a burning sensation in the pocket every time the magnet was placed. The ipg was replaced. No pt complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn interrogate, difficult to.